Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation results codes apply to the leads. Evaluation conclusion code applies to the leads.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va17a4v034, product type: screening device. Product ID: 977d260, lot# va17a4v041, product type: screening device.

Event description:
Information received from a manufacturer representative reported that the patient had just gotten out of an aborted trial in which they were having impedance issues. It was reported that two leads were placed; the patient's healthcare provider (hcp) had trouble placing the second lead but it was due to the patient's anatomy. The manufacturer representative stated that during intra-operative testing with one of the leads, the patient was able to feel stimulation at 0.7v but it was too high in their ribs/stomach, so the physician pulled the lead down. Amplitude was turned back up and the patient felt nothing, and all impedances were out of range, even after disconnecting and reconnecting to the multi-lead trialing cable (mltc). It was reported that they hooked up the other lead to the mltc but the patient still wasn't feeling anything and the impedances were still out of range. They tried a new mltc, a new external neurostimulator (ens), and a new clinician programmer 8840 but the impedances continued to be out of range. The manufacturer representative stated that they ran impedances at several different voltages and the impedances were greater than 10,000 ohms, 20,000 ohms, etc. Each time, depending on the voltage. It was noted that they took a permanent lead off the shelf and tested it out of the patient's body and it showed out of range impedances as well. However, those leads never came in contact with the patient. The manufacturer representative stated that at one point, 7 out of the 8 electrodes on one of the leads were in range and the patient felt stimulation at 2.5v, but it was not in the right spot so they turned stimulation off and changed the programming. When they turned stimulation back on, the patient couldn't feel anything and everything was out of range again. It was noted that the hcp did use contrast dye during the procedure as well. The possibility of temporary high impedances and lead wire issues were reviewed. It was also reviewed how scar tissue, fluid in the epidural space, or ionic solutions may affect impedances. The manufacturer representative was planning on returning the products for analysis. Indication for use is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 977d260 ,lot# va17a4v034, product type: screening device. Product ID: 977d260, lot# va17a4v041, product type: screening device. Analysis of the leads ((B)(4)) found no anomalies and normal impedances were observed. Fdc pertains to the leads ((B)(4)). Fdm pertain to the leads ((B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.